Event description:
Customer reportedly obtained results of approx 500mg/dl, 300mg/dl and 125mg/dl on the advantage system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.